Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated. The device was not implanted. There was no patient involved.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Final analysis found the battery had depleted prematurely due to high hybrid current drain. The root cause of the high current drain was electrical over stress (eos) damage in the bluetooth (ble) integrated circuit which occurred when, or after, the battery was permanently attached to the device.